Event description:
It was reported that during a respiratory endoscopy procedure using the guide sheath, biopsy valve, and bronchovideoscope, a black foreign material was observed to fall into the patient's trachea under the endoscopic image when the subject guide sheath kit was pushed out of the bronchovideoscope's forceps channel. It took about 40 minutes while attempting to retrieve the foreign material while pulling out the guide sheath and applying suction but it was reported that they lost sight of it when brought it to the pharynx. The procedure was then completed with a similar device. Additional information was received indicated that the foreign material seemed to have been removed from the trachea. There were no further reports of patient harm.

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). E1-facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. There were no other abnormalities that could have led to the problem that was reported. In addition, a picture of the foreign object was received from the customer, but unable to identify the foreign object. A definitive root cause could not be identified. The investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.